Event description:
This case is cross referenced with case: (B)(4)). This unsolicited case from united states was received on 08-dec-2017 from a non-healthcare professional. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency had increased swelling, pain and was unable to put full weight on legs; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (bilateral knee injection) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had increased pain and swelling and was unable to put full weight on legs. It was reported that the physicians spoke to patient and prescribed steroids. Action taken: unknown. Corrective treatment: steroid for increased swelling, pain and was unable to put full weight on legs. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated and ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 08-dec-2017 and 09-jan-2018 (processed together with clock start date as 08-dec-2017). Global ptc number was added. Additional event of device malfunction was added with details. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 8-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced weight bearing difficulty a temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a non-healthcare professional. This case concerns a patient of unknown age and gender who received treatment with synvisc one and later after unknown latency had increased swelling, pain and was unable to put full weight on legs. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (bilateral knee injection) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient had increased pain and swelling and was unable to put full weight on legs. It was reported that the physicians spoke to patient and prescribed steroids. Action taken: unknown. Corrective treatment: steroid for all the events. Outcome: unknown for all the events. Seriousness criteria: required intervention for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Pharmacovigilance comment: sanofi company comment dated 15-dec-2017: this case concerns a patient who received treatment with synvisc one and later was not able to put weight on leg and experienced knee pain and swelling. On the basis of temporal relationship and clinical course, causal role of suspect product in occurrence of the event cannot be denied. However, due to lack of information regarding medical history, concurrent condition and past drugs precludes complete medical assessment of the case.